Event description:
In 2008, the pt reported that she was experiencing an e7 on her infusion device. To troubleshoot she was instructed to remove the batteries and to press the "s" button for 3 seconds. The error did not clear after reinserting the batteries. She was advised to insert a new set of batteries and the error did not clear. She also reported that the display of the infusion device had been missing segments for several months. No physiological effects were reported. The pt stated she would switch to injection therapy. She did not wish to receive a replacement infusion device. The pt did not require medical assistance from a healthcare professional or second party to address the issue. Product was requested to be returned for eval.